Event description:
It was reported by a non-medical professional that after surgery, the pt continued to 'regress" and a revision surgery was performed approximately 17 months post op to remove the device.